Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with blood glucose peaking at 380 mg/dl after announcing "less than meal" for a shrimp sandwich that was likely more than 50% of the usual meal carbohydrates; the user was counseled on appropriate meal announcement and advised to allow the system's correction algorithm to bring glucose back into range. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-management with device-driven correction and decline of further follow-up once glucose was trending down. Investigation included review of use error and customer education. Investigation of this case revealed user meal announcement error leading to underdosing relative to actual carbohydrate intake, with device functioning as designed. It was concluded that the event resulted from incorrect meal size announcement, and reinforcement of proper meal announcement was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.